Event description:
It was reported by the customer that their device was inoperative on ac power. There were no reports of any pt involvement with the reported event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. Both the power supply assembly and the user interface to memory/system pcb flex assembly were replaced and proper device operation was then observed through functional and performance testing. The device was returned to the customer for use. Physio evaluated the removed assemblies and was unable to conclusively determine any component root cause.